Event description:
The patient called alleging an error 4 message on their ultra link meter. The patient did not seek any medical attention or contact their physician for assistance. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The meter is not a new product (out of box). Patient retested with a new vial of test strips and issue persisted. Meter was replaced. The complaint is being reported since the error 4 message was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.